Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral using a proglide device after an iliac stenting procedure using a 6f sheath. Reportedly, the foot was stuck in the open position even though the lever was closed. Cut down surgery was used to remove the device and achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for the cut down surgery. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, analysis of the returned device found that there was biological material around the foot of the device. Follow-up with the account confirmed tissue damage was noted during the cut down.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 health effect - clinical code 4582 was removed.